Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax model ec38-i10l/a111109 has not been returned to a pentax facility for repair/service since the device was shipped to the customer on 10-nov-2015. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. The addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g. Clip, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. On 14-sep-2017, a device history review was performed confirming the endoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2016 which stated 'cannot pass accessory through inlet port-cannot go through channel' for video colonoscope model ec38-i10l/serial (B)(4) received through the pentax medical service department. No other information was provided at the time of the report. The video colonoscope was returned to pentax medical for evaluation. The pentax endoscope technician confirmed a piece of material lodged in the primary operation channel. This finding confirmed the customer's complaint. Other inspectional findings during evaluation included: dry/wet leak tests passed. Lightguide prong cover glass set loose. Pentax medical contacted the facility to gather additional information. A response was received by the initial reporter on (B)(6) 2017 stating the physician attempted to use forceps during the procedure and was unable to pass them through due to a blockage. The scope was then removed from use. A new scope was used to complete the procedure. No injury or issues were reported to have occurred with the patient. Pentax medical replaced the following components on the video colonoscope involved in the event: o-rings and seals. Distal end assy with tubes. Lw-28 lock washer. Distal attaching plate. Distal attaching screw. Segment attaching screw. Bending rubber. Adjusting collar. Rl/ud pulley assy. Angle wire. The video colonoscope was returned to the customer on (B)(6) 2016.